Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the sec w/ss dc 20dp & hanger tex experienced component separation and leakage. The following information was provided by the initial reporter: material #: 10013364t, batch/ lot #: 20095609. We report that we are have issues with this chemo tubing. In the past 2 weeks, 3 of these sets have snapped in half and had chemo spilling out. I think it¿s obviously an issue with a lot.

Event description:
It was reported that the sec w/ss dc 20dp & hanger tex experienced component separation and leakage. The following information was provided by the initial reporter: material #: 10013364t, batch/ lot #: 20095609. We report that we are have issues with this chemo tubing. In the past 2 weeks, 3 of these sets have snapped in half and had chemo spilling out. I think it¿s obviously an issue with a lot.

Manufacturer narrative:
H.6. Investigation: one photo of the secondary set was returned from the customer. A separation of the drip chamber from the tubing could clearly be seen. The customer's complaint that the tubing snapped in half was able to be verified. A device history record review for model 10013364t lot number 20095609 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. However, since no physical samples were returned for evaluation, the root cause could not be determined. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of separation other component - leak with lot #20095609 regarding item #10013364t h3 other text : see h.10.